Manufacturer narrative:
The results /method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Manufacturer report number: 2017865-2020-03826. Manufacturer report number: 2017865-2020-03828. It was reported that the patient presented in clinic for follow up due to experiencing pulses in her abdomen. The patient was device dependent. Upon interrogation, it was revealed that the right ventricular lead exhibited high capture and loss of sensing. Loss of sensing was also noted on the atrial lead. Chest xray revealed that the right ventricular lead and right atrial lead had dislodged and the patient's pacemaker had dropped in her chest. The physician suspected that twiddler's syndrome had occurred. It was noted that since the system was implanted in (B)(6) 2019, it was unusual for the system to still move. The physician noted that the patient's stitches had come out and the system was twisted and had moved lower in her chest. Also, the patient had normal device follow ups in (B)(6) 2019 and (B)(6) 2020. The patient had intermittent atrial arrest and asystole. The patient presented for revision procedure on (B)(6) 2020. During the procedure, clavicle crush was noted on the right ventricular lead and right atrial lead. The right ventricular lead was explanted and replaced. The right atrial lead was attempted to be re-implanted. However, the helix would not extend. The right atrial lead was explanted and replaced. Lastly, the pacemaker was re-positioned in the patient's chest. The patient was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.